Event description:
The doctor powered the unit on and tested the handpiece and received a message on the generator front bezel saying consult accompanying documents. The doctor decided to continue with the case using the footswitch instead of the instrument and completed the case with no pt consequence. The customer would like to have the generator evaluated and the handpiece and shear sent in for analysis.